Manufacturer narrative:
Upon further investigation other dates were provided for this case making this MFR. Report one (1) of six (6). Reference MFR report: 1221359-2021-02834, 1221359-2021-02835, 1221359-2021-02836, 1221359-2021-02837, 1221359-2021-02838. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1004834 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1004834 , test base part number 190-430 / lot: 1004834 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1004834 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported false positives results with ID now covid-19 assay. The customer stated they are unsure of how many false positives they received using the ID now covid-19 assay. Confirmation testing was performed using pcr testing and generated negative results.